Event description:
It was reported that the customer's pump touch screen was dark and wouldn't turn on. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.